Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round spectrum 325cc saline prosthesis experienced right sided deflation post procedure. It was stated that the device was not holding a fill. As a result, an explant was performed on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 1/22/2020. When the device was explanted, replacement with a 375cc mentor memorygel breast implant was performed. The investigation of the returned device was completed by the failure analysis lab on 2/5/2020. Device evaluation summary: according to the information received, it was reported that the device is not holding a fill. A manufacturing record evaluation was performed for the finished device 7579522 number, and no non-conformance related to the reported complaint condition were identified. During visual inspection of the device no apparent damage was found. Device was received with tubing detached from the injection reservoir. Leak testing was performed in accordance with mentor procedures and no leak sites on shell and tubing were detected. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 21, 2020 mentor re-opened the device evaluation and performed additional testing. On february 24, 2020 mentor received additional information stating that the procedure performed was a primary breast reconstruction due to a congenital issue. The updated investigation of the returned device was completed by the failure analysis lab on february 26, 2020. Device evaluation summary: according to the information received, it was reported that the device was not holding a fill after two expansions. Operative reports indicate that a leak was observed at the valve. An implant was received for analysis with tubing attached. In addition, the injection port reservoir was returned for analysis and was noted to be detached from the tubing. During visual inspection of the device, the shell was observed with no apparent damage. The injection port dome was visually inspected, and no damage was observed on the dome. Leak testing was performed in accordance with mentor procedures by introducing liquid using the original tubing, and no leakage sites were observed in the shell or tubing. The shell was inflated properly, and the liquid was held within the implant, therefore it was concluded that the implant, valve, and tubing worked as intended. After information of inconformity was received from the surgeon, additional testing was performed utilizing the complete mechanism. The injection (injection) port was attached to the rest of the tubing and liquid was injected following the instructions described in the product insert data sheet. While injecting the fluid, a leak was noted on the injection port reservoir body where it connects to the tube not allowing the liquid to enter the shell and continue expanding the implant further. Although no conclusion could be reach on what caused the damage to the injection port reservoir not allowing to continue to inject more liquid into the implant, it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).